Event description:
A customer contacted baxter's (B)(4) and reported air in the patient line during initial drain on the homechoice (hc). Home patient (hp) stated machine was not draining and was not alarming. Drain volume (dv) was not increasing. The hp refused to end therapy. (B)(4) followed up (B)(6) 2010 with the caregiver (cg) who reported the hp was having draining issues at the time of the reported event and did complete therapy but only after having the hp stand up to drain. The cause for the air in the patient line was unknown by the cg. The cg confirmed the hp had not disconnected and the hc machine did not alarm. The cg reported she did not see a lot of air. The lot number was unknown, and the set was discarded after use. Baxter asked the cg if the hp was still using the same peritoneal dialysis transfer set. The cg reported the hp had no issues or problems with his transfer set and continued to use it until recently being transferred to hemodialysis. The cg reported hp did not use patient extension lines. There was no patient injury or medical intervention associated with this reported event.

Manufacturer narrative:
(B)(4).